Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as aug 20, 2015. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the cutter was broken. It was further determined that there was frictional wear on the cutter shaft area which caused the cutter to break. Once the cutter broke, it became jammed/stuck inside the driveshaft area. The assignable root cause was due to improper cleaning, which is user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The lot number was unknown; therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that post-surgery, it was observed that the minimal access driver device had a bearing sleeve stuck inside with a fractured burr device. It was not reported whether there were any delays in a surgical procedure or whether a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.